Event description:
Customer reportedly obtained results of 250mg/dl, 160mg/dl, and 130mg/dl on the advantage system within 10 minutes. An additional comparison reported results of 250mg/dl and 130mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.